Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a connection issue between the homechoice cassette and the transfer set. This occurred near the end of treatment of peritoneal dialysis therapy. The care giver noticed that the connection was loose. The patient completed the treatment without issues. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a companion sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection and functional testing were performed with no issues noted. The reported issue could not be verified. Should additional relevant information become available, a supplemental report will be submitted.